Event description:
It was reported that while trialing during a primary left hip case, the surgeon was inserting a 36e 10 degree trial liner and the plastic cracked while the surgeon was inserting for trial. Surgeon had another trial available and used a new liner and completed case.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.